Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, endometrial biopsy and joint pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)" and menorrhagia ("abnormal bleeding (menorrhagia)". On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coagulopathy ("clotting"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos"), rash ("rashes or skin conditions type: continuous rashes under right arm"), migraine ("migraines/ headache"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight increased ("weight gain"), auditory disorder ("some earrings bother"), perineal pain ("other injuries: perineal pain"), alopecia ("hair loss") and headache ("migraines/ headache"). The patient was treated with surgery (surgical removal of essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, coagulopathy, dyspareunia, abdominal distension, vulvovaginal pain, vaginal haemorrhage, menorrhagia, hypothyroidism, autoimmune thyroiditis, migraine, tooth disorder, dysmenorrhoea, vaginal discharge, auditory disorder and perineal pain outcome was unknown, the rash, fatigue, weight increased, alopecia and headache had resolved and the allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, auditory disorder, autoimmune thyroiditis, coagulopathy, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, perineal pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, hypothyroidism, autoimmune thyroiditis, rash, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, auditory disorder, perineal pain, alopecia, vulvovaginal pain were added. Reporter, patient demographic information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ aches') and multiple episodes of autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimotos', 'hashimotos') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, endometrial biopsy, joint pain, hypothyroidism and hashimoto's thyroiditis. Concomitant products included calcium, colecalciferol (vitamin d), fish oil, lactobacillus acidophilus (microgenics probiotic 8), magnesium, potassium, selenium, thyroid (armour thyroid) and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods and clotting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of autoimmune thyroiditis (seriousness criterion medically significant) with hypothyroidism, coagulopathy ("clotting"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), the second episode of autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos"), rash ("rashes or skin conditions type: continuous rashes under right arm"), migraine ("migraines/headache"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), auditory disorder ("some earrings bother"), perineal pain ("other injuries: perineal pain"), alopecia ("hair loss"), headache ("migraines/headache"), epicondylitis ("I had tennis elbow in right arm"), plantar fasciitis ("plantar fasciitis in right foot"), feeling abnormal ("my brain fog is gone"), mood swings ("mood swings"), breast tenderness ("breast tenderness"), ocular discomfort ("I have not had any blood pressure issues but ever since I had essure placed my pressure in my eyeballs has been high"), procedural pain ("has anyone who has had surgery experienced co2 pain 2 weeks post op? My arms, back of my neck and hip/ thigh area is so sore"), premenstrual syndrome ("pms symptoms"), hashimoto's thyroiditis ("hypothyroid with hashimotos"), flatulence ("gas pain"), nervousness ("nervous") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, coagulopathy, dyspareunia, abdominal distension, vulvovaginal pain, vaginal haemorrhage, menorrhagia, autoimmune hypothyroidism, the last episode of autoimmune thyroiditis, migraine, tooth disorder, dysmenorrhoea, vaginal discharge, auditory disorder, perineal pain, ocular discomfort, procedural pain, hashimoto's thyroiditis, flatulence, nervousness and inflammation outcome was unknown, the rash, fatigue, weight increased, alopecia, headache, epicondylitis, plantar fasciitis, feeling abnormal, mood swings and breast tenderness had resolved, the allergy to metals had not resolved and the premenstrual syndrome was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, auditory disorder, autoimmune hypothyroidism, breast tenderness, coagulopathy, dysmenorrhoea, dyspareunia, epicondylitis, fatigue, feeling abnormal, flatulence, headache, inflammation, menorrhagia, migraine, mood swings, nervousness, ocular discomfort, pelvic pain, perineal pain, plantar fasciitis, premenstrual syndrome, procedural pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of autoimmune thyroiditis, the second episode of autoimmune thyroiditis and hashimoto's thyroiditis to be related to essure. The reporter commented: current weight 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- autoimmune thyroiditis, flatulence, nervousness, inflammation most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Reporter information updated. New events: hypothyroid with hashimotos, gas pain, nervous, inflammation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ aches') and multiple episodes of autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimotos', 'hashimotos') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, endometrial biopsy, joint pain, hypothyroidism and hashimoto's thyroiditis. Concomitant products included calcium, colecalciferol (vitamin d), fish oil, lactobacillus acidophilus (microgenics probiotic 8), magnesium, multivitamin, potassium, selenium and thyroid (armour thyroid). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods and clotting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of autoimmune thyroiditis (seriousness criterion medically significant) with hypothyroidism, coagulopathy ("clotting"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), the second episode of autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos"), rash ("rashes or skin conditions type: continuous rashes under right arm"), migraine ("migraines/headache"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), auditory disorder ("some earrings bother"), perineal pain ("other injuries: perineal pain"), alopecia ("hair loss"), headache ("migraines/headache"), epicondylitis ("I had tennis elbow in right arm"), plantar fasciitis ("plantar fasciitis in right foot"), feeling abnormal ("my brain fog is gone"), mood swings ("mood swings"), breast tenderness ("breast tenderness"), ocular discomfort ("I have not had any blood pressure issues but ever since I had essure placed my pressure in my eyeballs has been high") and procedural pain ("has anyone who has had surgery experienced co2 pain 2 weeks post op? My arms, back of my neck and hip/ thigh area is so sore") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, coagulopathy, dyspareunia, abdominal distension, vulvovaginal pain, vaginal haemorrhage, menorrhagia, autoimmune hypothyroidism, the last episode of autoimmune thyroiditis, migraine, tooth disorder, dysmenorrhoea, vaginal discharge, auditory disorder, perineal pain, ocular discomfort and procedural pain outcome was unknown, the rash, fatigue, weight increased, alopecia, headache, epicondylitis, plantar fasciitis, feeling abnormal, mood swings and breast tenderness had resolved and the allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, auditory disorder, autoimmune hypothyroidism, breast tenderness, coagulopathy, dysmenorrhoea, dyspareunia, epicondylitis, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, ocular discomfort, pelvic pain, perineal pain, plantar fasciitis, procedural pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of autoimmune thyroiditis and the second episode of autoimmune thyroiditis to be related to essure. The reporter commented: current weight 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-oct-2019: plaintiff fact sheet and social media contents received : reporters information updated. Events added- epicondylitis, plantar fasciitis, feeling abnormal, mood swings, breast tenderness, hypothyroidism, ocular discomfort, procedural pain, autoimmune thyroiditis. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coagulopathy ("clotting"), dyspareunia ("painful intercourse") and abdominal distension ("bloating"). The patient was treated with surgery (surgical removal of essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, coagulopathy, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, coagulopathy, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.